Manufacturer narrative:
H10: seventeen (17) of a total of nineteen (19) suspect devices were received for evaluation. A visual inspection along with magnification was performed which observed loose particulate matter (pm) inside the fill port connectors in two (2) samples. The reported condition was verified in two (2) samples; however, not verified for the remaining fifteen (15) returned samples. The cause of the condition could not be determined. The other two (2) samples were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred "within one month" (unspecified). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material was observed in the fluid path of nineteen (19) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The foreign material was further described as black or white. This issue was identified before use. There was no patient involvement. No additional information is available.